Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture, but further confirmed capsular contracture baker grade ii and device rupture during explant surgery due to capsular contracture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was performed which verified the device was underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the posterior side assessed as an unidentified tear opening.

Event description:
Physician reported rupture, but further confirmed capsular contracture baker grade ii and device rupture during explant surgery due to capsular contracture. Device has been explanted. This relates to the right side.